Event description:
Customer reported a past low blood glucose event, with the lowest level noted at 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address the low blood glucose. Technical support advised customer to consult with a healthcare professional to discuss potential factors affecting blood glucose levels.